Manufacturer narrative:
Gtin number for item: (B)(4), lot: 16125816 is 07613203011310. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported clamping the second port to blood tubing set, then while infusing the blood leaked out of the clamped port of the infusion set. There was no patient harm.